Manufacturer narrative:
(B)(4). Batch # t5d26c. Investigation summary: the analysis found that one psee60a device was returned with no apparent damage and with one gst60b reload not loaded on the device. The reload was received fully fired. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. The event described could not be confirmed as the device performed without any difficulties noted.

Event description:
It was reported that during a sleeve gastrectomy, after firing, some staples formed with irregular shapes and the anastomotic site was oozing. Changed to another reload and the issue happened again. Oozing was stopped with suture. The patient's condition is currently stable and no patient consequences were reported. No additional information could be provided.